Event description:
It was reported that a balloon rupture occurred. An 80% stenosed target lesion was located in the right circumflex artery. A 2.25x24mm promus element¿ plus stent was used to dilate a lesion. The stent delivery balloon ruptured between 8-9 atmospheres prior to full stent deployment. The promus element plus stent was then fully expanded using another balloon catheter. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: balloon profile: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. The examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. Crimp markings were evident on the wall of the balloon as would be expected. Hypotube profile: a visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Tip profile: the bumper tip of the device showed no signs of damage. Shaft polymer extrusion profile: a visual and tactile examination found severe damage to the mid-shaft 1mm proximal to the port bond skive. The mid-shaft wall appeared twisted and as a consequence prevented optimal flow of inflation fluid during attempts to inflate. The balloon lumen inflated successfully with no balloon leak detected, however a longitudinal tear was noted at the port bond skive and inflation fluid was observed leaking from this tear. This tear would likely be the cause of blood being detected in the balloon chamber. The excessive damage that was noted in the region of the port bond was likely caused by excessive forces being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. An 80% stenosed target lesion was located in the right circumflex artery. A 2.25x24mm promus element¿ plus stent was used to dilate a lesion. The stent delivery balloon ruptured between 8-9 atmospheres prior to full stent deployment. The promus element plus stent was then fully expanded using another balloon catheter. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).